Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems"), migraine ("migraine/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal), hemorrhaging") and adenomyosis ("adenomyosis "). The patient was treated with surgery (she had full hysterectomy.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, tooth disorder and adenomyosis outcome was unknown, the dysmenorrhoea and vaginal haemorrhage had resolved and the migraine was resolving. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatments for events chronic, dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding between periods). Essure insertion date: (B)(6) 2007 left side, (B)(6) 2007 right side. Discrepancy noted for date of removal (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Lot number: 623320 manufacturing date: 2007-02 expiration date: 2009-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2020: pfs received event " adenomyosis " was added. Patient demographics, reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, dysfunctional uterine bleeding, tonsillectomy, adenoidectomy, uterine enlargement and ovarian cyst. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2000 to 2003. Concurrent conditions included anxiety. Concomitant products included alprazolam (xanax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal), hemorrhaging"), adenomyosis ("adenomyosis") and genital haemorrhage ("haemorrhaging"). In (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia caused by the abnormal bleeding "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital bleeding ("general abnormal bleed"), abdominal pain ("chronic abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems") and migraine ("migraine/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital bleeding, abdominal pain, metrorrhagia, tooth disorder and anaemia outcome was unknown, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, adenomyosis and genital haemorrhage had resolved and the migraine was resolving. The reporter considered abdominal pain, adenomyosis, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and genital bleeding to be related to essure (ess205). The reporter commented: she received treatments for events chronic, dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding between periods). Essure insertion date: (B)(6) 2007 left side, (B)(6) 2007 right side. Discrepancy noted for date of removal (B)(6) 2015. My provider tried but failed to implant on my right side and another implant date was scheduled. Discrepancy noted date of removal previously reported as (B)(6) 2014 now it is reported (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Lot number: 623320 manufacturing date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: pfs received. New event anemia, haemorrhaging was added. Updated outcome of event menorrhagia, adenomyosis, haemorrhage from unknown to recovered / resolved. Date of removal updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems"), migraine ("migraine/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she had full hysterectomy.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, tooth disorder, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatments for events chronic, dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding between periods). Essure insertion date: (B)(6) 2007 left side, (B)(6) 2007 right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet received. Event" abnormal bleeding (vaginal) was added. Patient date of birth updated, lab data, essure insertion/removal date, essure lot number, essure model number were updated. Reporter was added. Event "genital bleeding" seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623320) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems"), migraine ("migraine/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she had full hysterectomy.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, tooth disorder, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatments for events chronic, dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding between periods). Essure insertion date: (B)(6) 2007 left side, (B)(6) 2007 right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 623320. Manufacturing date: 2007-02. Expiration date: 2009-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems") and migraine ("migraine"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: she received treatments for events chronic, dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding between periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result is unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. Injury events was updated to chronic, dysmenorrhea, (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed, metrorrhagia (bleeding between periods), dental problems, migraine. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.